Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. All available information was investigated and a definite cause for the reported slda could not be determined. The recurrent mitral regurgitation was an outcome of the reported slda. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet and the mr increased, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing mr to 1. On an unknown date in (B)(6) 2020, it was noted the mr had increased to 3-4 and the clip was still attached to both leaflets. On (B)(6) 2020, a second procedure was performed where it was noted the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda). Two additional clips were implanted to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.